Manufacturer narrative:
The mother of patient was the initial reporter, so personal information was not entered.

Event description:
Advocate stated for a week her son had been having low sugar symptoms (shaking and sweating) due to the insulin and bolus that had been provided by his pump after getting high blood glucose readings on his contour next link. Specific readings were not provided. When experiencing these symptoms he would change his diet and feel better. A blood test was taken on the contour next link with a reading of 200mg/dl. He retested on a different meter and the reading was 60mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.